Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5. Additional information was added to fields h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed; however, the foreign material might have been a stain, such as fecal fluid or indigo carmine, that adhered during the procedure. Based on the results of the investigation, the device showed no issues that could have led to the reported event. As a result of an investigation into user usage, an abnormality was found in the accessories used for cleaning. It is possible that this resulted in insufficient cleaning and the stain that had adhered during the procedure was not being completely removed. The event can be detected and prevented by following the instructions for use: ¿chapter 2 function and inspection of the accessories for reprocessing¿ in the gif/cf/pcf/sif-290 series reprocessing manual. " reprocessing manual, chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories¿ in the gif/cf/pcf/sif-290 series reprocessing manual. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during reprocessing of the device.

Event description:
It was reported, the colonovideoscope had foreign matter came out of the channel, including the sub-water supply. It is unknown when the issue was found. There were no reports of patient injury or harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.